Manufacturer narrative:
Intuitive surgical (is) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted esophagectomy procedure, it was observed that the ¿bridging at the mouth is torn¿ on the cadiere forceps instrument. The planned procedure was completed and no patient harm, adverse outcome, or injury was reported.